Event description:
User facility reported that device was in use with pt during blood transfusion. According to reporter, the device luer connector came off from the pt line.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.